Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The complete lead was returned. An abrasion was noted through the outer insulation of tip section and occurred near the heart area.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not functioning. It was also indicated that the patient had a cardiomyopathy. There was no additional information obtained from the field representative. This rv lead was explanted. No additional adverse patient effects were reported.